Event description:
It was reported that during an open distal gastrectomy, the knife did not return to home position and the jaws did not open after the device was fired in articulated position at the 4th stroke of the 3rd firing on the jejunum. The cartridge was blue. The patient¿s side of jaws was cut with another device and the device was removed. Another device was used to complete the case. There were no adverse consequences to the patient. When the sales rep grasped the lever after the operation, the knife returned to home position.

Manufacturer narrative:
(B)(4). Date sent: 2/8/2016. A1,2,3,4; b6,7: information asked for but unknown or not provided during initial contact. D4,10; h4, 6: information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch # unk.